Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead there was a "helix malfunction." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.